Event description:
Healthcare professional reported "deflation" against right device. The device has been replaced.

Manufacturer narrative:
A visual analysis of the returned device identified: crease flat and an opening on posterior. Leak test and microscopic analysis was performed which identified: three striated openings on posterior and valve, observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: three striated openings on posterior and valve assessed as surgical damage.

Event description:
Healthcare professional reported "deflation" against right device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
The device has been explanted.